Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies. (B)(4).

Event description:
It was reported that several weeks post implant, upon interrogation, the device showed the ventricular fibrillation (vf) detection "off". The patient had not undergone any procedures that would necessitate deactivation of the device. It was noted that no episodes were detected. Also, the date of the last session appeared to be on (B)(6) 2012 however, the device was not implanted until (B)(6) 2012. The vf detections were turned on and the device remains in use. No patient complications have been reported as a result of this event.